Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and this ICD currently remains in service. No adverse patient effects were reported.

Event description:
Additional information reported from a field representative indicated that this patient is very ill with health issues unrelated to the device, thus the device will not be explanted or replaced. It was also reported that this patient is to be placed on palliative care. No adverse events were experienced, as a result of the code 1003.